Event description:
It was reported that the patient was experiencing no stimulation sensation; "feels like the wires are off. It's weird, like scratching back from the inside." The event/symptoms occurred following some form of trauma. The patient was rear-ended in car accident on (B)(6). The patient's chest was thrust into the steering wheel. Troubleshooting showed ins fully recharged and showed normal screen. The patient programmer toggled between splash screen and poor communication screen. The patient was to call back after obtaining fresh batteries. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's device battery was not charged. There was nothing abnormal about the device's impedance measurements. A CT scan was performed of the thoracic and lumbar region, which showed no change in the lead. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model # 39565-65, lot # v550362041, implanted (B)(6) 2010, explanted unknown; recharger model # 37752, lot # (B)(4); programmer model # 37743 lot # (B)(4).